Event description:
It was reported that during preparation for a coronary stenting treatment procedure, it was noted while unpacking, that part of the stent was deformed. No patient injuries or complications occured. The procedure was completed with another unspecified device. Patient status is good.